Event description:
Related to MFR report # 2183959-2011-00383. Clinical study pt. On (B)(6) 2009, a miniarc sling was implanted. It was reported that the pt experienced dyspareunia and residual urine in bladder after voiding. The pt needed to stand up and sit down again to empty her bladder, reported as "double void". The pt also reported occasional stress, rectal incontinence of flatus.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.